Event description:
A report was received that the patient was unable to charge up the ipg due to the pain and burning sensation caused by the ipg getting too hot when charged. The physician recommended ipg replacement.

Manufacturer narrative:
Additional information was received that when the battery was fully discharged, the patient had no burning or discomfort in the area. It was believed that the device might be defective. It was also reported that the patient had discomfort in the right flank when leaning back and was believed that the ipg was positioned too superficially. The patient will undergo a replacement and relocation of the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively. Device evaluation indicated that the ipg passed the visual, electrical, and performance tests performed. The source of the complaint could not be determined. The patient's data showed that the maximum temperature during charging cycles was 40.71 °c. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was unable to charge up the ipg due to the pain and burning sensation caused by the ipg getting too hot when charged. The physician recommended ipg replacement.

Manufacturer narrative:
.

Event description:
A report was received that the patient was unable to charge up the ipg due to the pain and burning sensation caused by the ipg getting too hot when charged. The physician recommended ipg replacement.

Event description:
A report was received that the patient was unable to charge up the ipg due to the pain and burning sensation caused by the ipg getting too hot when charged. The physician recommended ipg replacement.